Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported improper or incorrect method or procedure was due to the user continued using the device after the damaged was observed. It should be noted per mitraclip instructions for use document warns: "do not use the device if damage is detected. Use of damaged product may result in air embolism, device or device component embolization, vascular and/or cardiac injury.¿ however, the IFU deviation did not likely contribute to the reported event. All available information was investigated and the reported material separation of the spring and ball bearing appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedure. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the device components falling off the device. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 3-4. The first clip was implanted, to further reduce mr a second clip was prepped. During preparation, a small coil and a small ball fell from the device. The device was continued to be used. The second clip was implanted without issue, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.